Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited intermittent atrial and ventricular under-sensing on non-sustained right ventricular oversensing (nsrvo) episodes. No changes or intervention was reported. There were no patient consequences.